Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009, the patient underwent lumbar surgery. Reportedly, the patient was implanted with rhbmp-2/acs in this surgery. Allegedly, "the patient's pain became worse. Patient died on (B)(6) 2013. Before death, the patient experienced severe constant back pain that had increased in both intensity and duration from the pain he experienced prior to undergoing surgery."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.